Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the product deflated and then dislodged. The patient stated that his nurse fills his suprapubic catheter with 7-10 ml of sterile water, and subsequently he alleges that the balloon deflated, and then became dislodged. The patient also stated that he has had two suprapubic surgeries because of the twenty minute window allowed, to replace the foley catheters before the skin closes.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error on a 3500a form. The complaint will be reported via a summary report per remedial action exemption e1996001. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the product deflated and then dislodged. The patient stated that his nurse fills his suprapubic catheter with 7-10 ml of sterile water, and subsequently he alleges that the balloon deflated, and then became dislodged. The patient also stated that he has had two suprapubic surgeries because of the twenty minute window allowed, to replace the foley catheters before the skin closes.